Manufacturer narrative:
Due to character limitation in e1 for initial reporter, the full initial reporter name is (B)(6) . Due to character limitation in e1 for event site city, the full event site city is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that after use the cardiosave intra-aortic balloon pump (iabp) unit had an system failure error 4. There was no patient involvement reported.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions, component codes), h10 corrected fields: e1-evnet site telephone a getinge field service engineer (fse) was dispatched to evaluate the unit. The fse replaced the kit, display monitor to video gen board to resolve the issue. Functional tests and tests are performed. Equipment suitable for clinical use.

Event description:
N/a